Event description:
Atrial polarity switch on (B)(6) 2019. Pacing impedance out of range: atrial lead bipolar impedance >3000ohms.: lead manufactured by intermedics. Case: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).